Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed to close. The field service engineer remotely accessed the station with the customer to assist with an issue related to drawer 1.1. After performing troubleshooting steps and discussing the situation, it was determined that no repairs were necessary. The customer had reported that the drawer was not opening but later realized that another auxiliary cabinet was located elsewhere in the room, which caused the confusion. After assessment and testing, the customer was able to use the station without any actual malfunctions occurring. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer failed to stay closed. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer failed to stay closed. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.